Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A bent/damaged "ground shield" was found during investigation to be causing the issue. A ground shield plate will be replaced.

Event description:
Oracle ro 1168060: shuts on and off when bumped.